Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 518 mg/dl at the time of incident. Customer other relevant blood glucose level was 588 mg/dl and near 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose and treated hyperglycemia with manual injection. Customer experienced dizziness as a result of high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer not alleging that the insulin pump was under delivering and drive support cap was normal. The reservoir and insulin pump will not be returned for analysis.